Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that difficulty advancing and stent damage occurred. A percutaneous coronary intervention (pci) was performed. During introduction and while pushing a 20 x 3.00 promus premier select stent, resistance was encountered. After a second check of the stent, it was noticed that a stent strut was opened. It was noted that the damage likely occurred inside the patient, while pushing the stent. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a 20 x 3.00 mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 4th strut row distally from the proximal end of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A verified 0.0140 inch guidewire loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty advancing and stent damage occurred. A percutaneous coronary intervention (pci) was performed. During introduction and while pushing a 20 x 3.00 promus premier select stent, resistance was encountered. After a second check of the stent, it was noticed that a stent strut was opened. It was noted that the damage likely occurred inside the patient, while pushing the stent. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. It was further reported that the right coronary artery (rca) was mildly tortuous, mildly calcified and pre dilatated.